Event description:
Delay in reporting event is related to risk management notification of ruptured breast implant did not occur until (B)(6) 2012. Reporting now for quality assurance. In reviewing records the pt complained of breast asymmetry status post bilateral breast reconstruction. Pt was brought to surgery (B)(6) 2012, for bilateral revision of reconstructed breast. Upon revision of right breast before reaching the implant md noted "some kind of very thin capsule along the caudal border with a sort of rippled or bubbly appearance" and upon opening the capsule the surgeon found a ruptured implant. The implant was removed in its entirety and the pocket was cleaned surgery progressed and was completed with new implant placed. It was a 600ml high profile gel implant that had been ruptured. Pt was discharged home the same day surgery was completed. Pt had not been admitted back into the hospital for inpatient care since surgery.